Event description:
On (B)(6) 2016, the lay user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was testing in settings mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The reporter advised that the alleged meter issue began at 7:45 a.m., on (B)(6) 2016. The patient does not take any medication to manage his diabetes and the reporter claimed that following the patient having a procedure due to kidney stones two days prior to contacting lfs, she was advised by a nurse not to test the patient¿s blood glucose. The reporter advised at 2 a.m., on (B)(6) 2016, the patient got up to use the restroom and ¿fell down¿; the reporter then contacted the emergency medical services (ems) who helped to get him back into bed. The reporter claimed that the patient developed symptoms of feeling ¿weak and dizzy¿ and that at approximately 7:30 a.m., the patient once again attempted to get up from bed to use the restroom and he ¿fell for a second time.¿ the reporter contacted ems again and upon their arrival, they helped to ¿get him into his recliner¿. No medical treatment was provided by the paramedics during either of the call outs. At 7:45 a.m., the reporter gave the patient some eggs and attempted to test his blood glucose with the subject meter but she was unable to obtain a result. In response to the alleged issue, she contacted the patient¿s brother to request use of his meter to test with. The reporter advised that at approximately 8:30 a.m., on the same day, the patient¿s blood glucose was tested using his brothers meter (unknown brand) and a result of ¿360 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the product was not being used for the first time. The csr educated the reporter on the correct testing procedure; however, the reporter was unable to walk through a retest as the patient was sleeping at the time of the call. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.